Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts. There was no adverse impact to the customer¿s blood glucose level.